Manufacturer narrative:
The device is not available for return; therefore a product evaluation will not be performed.

Event description:
The user facility reported a patient in their care recently presented positive for a postoperative infection. As per their infection control policy and protocol, a notification is sent to all manufacturers whose products were used for surgery on (B)(6) 2016.